Event description:
Pdc received a call on (B)(6) 2013 reporting medical intervention that occurred on (B)(6) 2013 at 3:330 pm. Although the prodigy meter wasn't used by patient during the time of medical intervention, the caller, a healthcare professional with (B)(6) medical, stated that the prodigy meter is causing the patient to have high glucose levels. The patient went in for routine care and was sent to the emergency room after her doctor found she had a very high glucose level. The patient had no adverse symptoms, but the caller reported that both the doctor and emergency room readings were 597mg/dl. She then went on to say that the prodigy meter gave a reading of 347mg/dl, which was about 250 points off when compared to the doctor/emergency room reading. The caller and doctor blamed prodigy for the patient's high glucose level. Per caller, patient's stored results are: 7-day average 300mg/dl, 14-day average 281mg/dl, 28-day average.

Manufacturer narrative:
Prodigy made numerous attempts to get suspect product(s) returned. Per patient during a follow-up call, the suspect product was given to a nurse for return. No items received for evaluation, thus testing can not be performed.